Event description:
The hosp reported that no problems were noted with the oxygenator during set up and prime. However, 4-5 minutes after initiation of bypass they noted poor gas transfer. The unit was changed out at that time. However, the surgeon elected to postpone surgery. It was later noted that the device had a crack. No affect to the pt was noted.